Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional product code and common device name: jdw - pin, fixation, threaded. Device is not distributed in the united states but is similar to a device marketed in the united states. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was noted that the tail of the schanz screw did not fit with the fracture clamp. The patient was not impacted. The surgery was not delayed and another implant was available. The event did not require additional medical treatment. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The results of the additional evaluation show that the coupling shafts are out of specifications. One cycle during the manufacturing process was not carried out as intended. This condition unfortunately was missed at final inspection. The field action investigations are ongoing.